Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 90% stenosis located in the proximal lad. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated using 2.0x15 and 2.5x20mm balloons. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that during deployment of the stent that the balloon failed to inflate and stent deformation occurred. The procedure was completed using a non-medtronic device. The patient is reported to be alive with no injury.

Manufacturer narrative:
The same inflation device was successfully used with other devices and pre and post the inflation difficulties were not encountered. The balloon failed to inflate completely. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: a kink was evident on the hypotube 33cm distal to the strain relief. The stent was positioned on the balloon between the marker bands as per specifications. The distal stent struts were slightly flared. There was no deformation evident to the stent struts. The device returned with blood visible in the balloon and inflation lumen. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting distal shaft. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a longitudinal tear on the distal shaft material approx. 6.9cm proximal to the distal tip. The material was smooth and curved at the tear site. Lead in scratches were evident proximal and distal to the tear site. Similar scratches were evident along the distal shaft. Deformation was evident to the guidewire entry port. If information is provided in the future, a supplemental report will be issued.